Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving unknown drug via an implantable pump for unknown indications for use. It was reported that the patient's ptm was giving the error message of 8286 (empty pump critical alarm) on (B)(6) 2022. The patient confirmed that they heard a noise that morning but thought it was coming from outside. The patient stated that they believed the pump contained dilaudid, baclofen, and possibly bupivacaine but were unsure of further details. The patient was redirected to their healthcare provider. No symptoms/patient complications were reported.